Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's battery power wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that battery well #1 in the device was not working. The device would not power on when there was a battery in battery well #1 only. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed battery power wire harness and observed that the yellow wire was damaged and the wiring was exposed. A further root cause for the reported issue was not determined.

Event description:
The customer contacted physio-control to report that battery well #1 in the device was not working. The device would not power on when there was a battery in battery well #1 only. There was no patient use associated with the reported event.